Event description:
During the inspection of the ventilator it was discovered that water entered the unit. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Manufacturer narrative:
During investigation on-site presence of liquid spill in the pc board was found. The ac/dc converter was replaced and after successful tests the ventilator was sent back in service. A visual inspection confirms the reported liquid spill problem. The pcb were not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. The spillage of liquid on ac/dc converter caused the ventilator to not turn on. There is no information on how the liquid spill entered the ventilator. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to liquid presence on ac/dc converter.

Event description:
Manufacturer's ref. #: (B)(4).